Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that they experienced high blood glucose and customer did allege insulin pump was under delivery. Customer¿s blood glucose was 340 mg/dl and 335 mg/dl which was treated with insulin pump and manual injection. Customer was experienced symptoms like abdominal pain. Customer was performed self test and it was completed. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room nor admitted into hospital. The insulin pump will not be returned for analysis.